Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms. The patient contacted technical services (ts) and informed ts they had a fractured lead. The field representative also thought the patient might have a fractured ra lead. The ra lead remains implanted. No adverse patient effects were reported.